Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 4.9/2.9. The pt was initially told to hold his coumadin dose. When the lab was known, he was told to take the dose and a little extra. The device was replaced and requested to be returned for eval.